Manufacturer narrative:
The electrode was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a slight curve in the terminal boot region of the lead. Close inspection of this region identified an indent/crease and a surface abrasion approximately 25 millimeters (mm) from the terminal pin. An x-ray of the electrode found several filars of the sense a cable were fractured in the area of the observed curve. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with a bend near the s-ICD case. The fractures resulted in the observed noise, oversensing, and inappropriate shock.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock. The episode was reviewed and showed oversensing of an abnormal non-cardiac signal artifact with a wandering baseline; this morphology was consistent with a potential electrode issue as the sensing vector was in secondary. It was reported the patient was home and had suffered no trauma to the device or electrode. Technical services discussed x-rays to evaluate the electrode integrity; however, the provided x-rays were inconclusive for electrode damage. No adverse patient effects were reported. The s-ICD system remains implanted and in service, pending further evaluation. Additional information was received. A revision procedure was performed where the electrode was explanted and replaced. The device remains implanted and in service with the new electrode. No additional adverse patient effects were reported. The explanted electrode was expected to be returned for analysis.

Manufacturer narrative:
The electrode was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock. The episode was reviewed and showed oversensing of an abnormal non-cardiac signal artifact with a wandering baseline; this morphology was consistent with a potential electrode issue as the sensing vector was in secondary. It was reported the patient was home and had suffered no trauma to the device or electrode. Technical services discussed x-rays to evaluate the electrode integrity; however, the provided x-rays were inconclusive for electrode damage. No adverse patient effects were reported. The s-ICD system remains implanted and in service, pending further evaluation. Additional information was received. A revision procedure was performed where the electrode was explanted and replaced. The device remains implanted and in service with the new electrode. No additional adverse patient effects were reported. The explanted electrode was expected to be returned for analysis.